Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer's blood glucose level was in 200's mg/dl. Reportedly, the customer completed a pump reset and resumed insulin therapy. It was also reported that the pump time was incorrect, due to pump reset. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.